Event description:
It was reported that the patient thought her stimulator had moved. Her asthma flared up and she was coughing a lot. The patient experienced incontinence of urine. The stimulation also felt different; it was a constant stimulation, where before it felt different. The patient turned up the stimulation and was feeling it again. The patient had not contacted her physician. Additional information was requested, if available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va009ea, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).